Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas loss alarm has been set to off informational message equipment/catheter. Recommended turning the gas loss alarm back on and instructed on the steps of turning it back on. It was now enabled, and the informational message went away.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes), e1 (event site telephone). Nurse stated that gas loss alarm has been set to off informational message. She stated that she got in report that a rep was going to come to see what was going on with the pump. Esp personal explained to nurse the availability of the service representatives and field reps. Esp personal could not locate an esp call report regarding a reason the alarm would have been turned off. Esp personal recommended turning the gas loss alarm back on and instructed her on the steps of turning it back on. She said it was now enabled, and the informational message went away. Esp personal shared with nurse the nature of the gas loss alarm and provided her and the on-coming rn, uthman, direct contact information. Esp personal asked him to call back if the gas loss alarm goes off 2-3 times within an hour despite proper troubleshooting of pressing the iab fill key. Both rns understood the troubleshooting needs. They appreciated the support provided and had no other questions. 8:18pm: uthman, an ICU rn, called requesting assistance for a gas loss alarm. He stated that he troubleshot by pressing the start button. He verified that there was not any blood, discoloration, or flakes in the helium tubing, and that all connections were secured. Esp personal reviewed the nature of the alarm, and instructed uthman to press the iab fill key, which resolved the alarm.